Manufacturer narrative:
The product has not been returned. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in france reported that during procedure, three different handpieces failed the tuning process, and an error message was displayed. The procedure was stopped after the capsulorhexis and patient was transferred to another clinic where the procedure was completed successfully. The patient had no complications. The surgeon had to have more follow-up consultations with the patient following the incident with no particular problems.

Manufacturer narrative:
A field service engineer at the user facility replaced the ultrasound module. The module was evaluated, and the root cause of the failure was determined to be a defective daughter board. Most likely cause of the defective daughter board is the age of the unit, which was manufactured in 2013. No similar failure mode complaints have been reported since 2015, indicating this issue is likely due to natural degradation over time rather than a systemic design or manufacturing defect. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.